Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the left common femoral artery via a 6f sheath (unknown model). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 6-7mm. Following the procedure the physician selected the mynx cadence vascular closure device 6/7 to close the access site. It was reported that the physician deployed the device, felt resistant at the first stop then, the device "jumped back". The device had been pulled through the sheath. The physician tried to use a second mynx cadence vascular closure device 6/7f, but experienced the same issue. The patient was converted to 35 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1225406) indicated that the device lot met all established performance criteria prior to shipment. See medwatch 3004939290-2012-00466 for the second device.